Manufacturer narrative:
A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was patient involvement.

Event description:
It was reported that the device had an unspecified issue with regards to patient side occlusion. It was then noted that both pressure sensors were replaced, the device was calibrated, and preventive maintenance was performed. All test were passed. No further information was provided.